Event description:
It was reported that an aspiration failure occurred. Additionally, a possible dissection noted by leakage occurred, requiring an additional device. A 2.4mm jetstream xc atherectomy catheter was selected for a dilatation procedure in the superficial femoral artery. After five minutes of use, however, no aspiration of the catheter was observed. There were no error messages observed. The catheter was able to be purged after, but the procedure was completed. It was noted that there may have been a vessel dissection, as a slight leakage appeared. In response, a non-boston scientific stent was placed, and drug-coated balloons were inflated. There were no further complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no shaft damage. There was blood in the device. Functional analysis was done by completing the setup procedure per the instructions for use (IFU). The rotation of the device functioned as designed. Aspiration testing of the device was completed per the test procedure. The device is tested by using a 100ml beaker of water. Test results showed that this device did not perform as designed per the test procedure specification sheet, withdrawing 13ml of fluid in the 1-minute time frame. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for evacuation failure.

Event description:
It was reported that an aspiration failure occurred. Additionally, a possible dissection noted by leakage occurred, requiring an additional device. A 2.4mm jetstream xc atherectomy catheter was selected for a dilatation procedure in the superficial femoral artery. After five minutes of use, however, no aspiration of the catheter was observed. There were no error messages observed. The catheter was able to be purged after, but the procedure was completed. It was noted that there may have been a vessel dissection, as a slight leakage appeared. In response, a non-boston scientific stent was placed, and drug-coated balloons were inflated. There were no further complications reported.